Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter separated prior to use in a drainage procedure. Upon opening the package, it was found that the device was already separated, with the suture not inside the mac-loc and detached from the catheter. A similar device was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of quality control procedures and the instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used catheter was returned to cook for evaluation. Upon visual inspection, it was noted the catheter shaft, including the flare, was separated from the mac-loc adaptor. The flare was intact, with no material between the cap and mac-loc adaptor. The distance between the cap and the hub was measured and determined to be within specification. Cook found no evidence to suggest the product was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [ t_multi2 rev1, multipurpose drainage catheter] supplied with the device states the following in consideration of the reported failure mode: how supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the available information, inspection of the returned device, and the results of the investigation, cook concluded the cause for this event is component failure without a manufacturing or design deficiency. It is possible that excessive handling during the shipping process due to rough transport contributed to the event; however, this possibility cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - product code: additional product codes: gbo, lje. H3 - device evaluated by mfg?: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter separated prior to use in a drainage procedure. Upon opening the package, it was found that the device was already separated, with the suture not inside the mac-loc and detached from the catheter. A similar device was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.